Manufacturer narrative:
Submit date: 12/23/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states that during insertion and unknowingly to the health care team, the tube left the gastrointestinal tract within the nasopharynx and entered the subcutaneous tissue. At this time, resistance was met and the view was poor, so the health care provider insufflated air. As a result, the patient experienced subcutaneous emphysema with swelling in her face, neck, and chest. The patient did not show any signs of respiratory distress. The feeding tube placement was aborted, and the patient was brought to the operating room. An ears, nose, and throat (ent) doctor was consulted, and the health care team performed a bronchoscopy and an esophagogastroduodenoscopy (egd). While the bronchoscopy and the egd were negative for injuries to the esophagus and airway, the ent observed a false passage in the subcutaneous tissue of the posterior nasopharynx. The health care team feels that this false passage was created during the feeding tube insertion. While it was unclear to the health care team whether or not the patient suffered a pneumothorax, a chest tube was placed. By the time the patient left the hospital, the chest tube was removed and the air in the subcutaneous tissue had resolved. The length of the patients hospital admission was not extended due to this event.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.